Event description:
The customer reports: "wire guide and dilator bend during passage. By removing the wire, it unravels, making it difficult to stabilize the patient". Another device was used without incident.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Additional information received indicating that the patient was transferred to intensive care due to hemodynamic instability. The customer reports that the teleflex device was not a factor in the transfer to intensive care.

Event description:
The customer reports: "wire guide and dilator bend during passage. By removing the wire, it unravels, making it difficult to stabilize the patient". Another device was used without incident.